Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine (1000 mcg/ml at 115 mcg/day) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient was in the hospital due to an issue unrelated to the device or therapy, and missed a refill. The patient's low reservoir alarm was scheduled to go off on (B)(6) 2019 and the pump would have gone empty on (B)(6) 2019 according to calculations performed by technical services. The pump was filled on (B)(6) 2019 with saline and a bridge bolus was programmed. The pump was not interrogated but the critical alarm was sounding when the patient was in the office. The patient had been due for a refill and the therapy was not intentionally discontinued. No patient symptoms were reported. Considerations were reviewed with the caller. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on (B)(6)2019. The patient's weight was provide. No further complications were reported.